Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Unable to verify failed battery alarm due to blank display noted.

Event description:
The customer reported via phone call that insulin pump had battery failed alarm. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.